Event description:
It was reported that the patient underwent an initial tha (total hip arthroplasty) on the right side. Subsequently, the patient experienced pain. The patient reports several months of moderate hip pain located in the groin and buttocks; it does not radiate. The pain was gradual in onset with no history of injury; pain restricts walking and awakens the patient at night. The pain is also aggravated when walking and going up/downstairs. The surgeon administered an interarticular injection. The construct remains implanted, and outcome is considered continuing. No further information available.

Manufacturer narrative:
D10: 01-030-01-0552 - alt cup clstr g5 sz 52: (B)(6), 01-030-40-0536 - alt xle lnr ntrl g5 36: (B)(6), 160-01-12 - pf stem tapered plasma ext offset sz 12: (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.